Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Device 636 of 1380. (B)(4).

Event description:
It was reported by the retailer/distributor that " the hole of wfr is not in center". The product was not used, no harm reported. Photographs were received from the complainant depicting the reported complaint issue. Stock was reviewed and counted by the distributor.